Event description:
Related manufacturer reference number: 2017865-2022-38632. Related manufacturer reference number: 2017865-2022-38633. It was reported that the patient presented for an implant procedure. It was noted that the three right atrial leads were not implanted on the target area due to mechanical problem. The leads were not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
The reported event was ¿the lead could not be screwed in.¿ as received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. X-ray examination and electrical test were normal with no anomalies found.